Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 47 (mg/dl) for the last week. Customer consumed juice to stabilize bg levels. Customer indicated that they have a future appointment with their health care provider to discuss their low bg levels. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events.